Event description:
It was reported that this right ventricular (rv) lead had elevated pacing thresholds and high output settings. The physician plans to perform a lead revision and replacement of the rv lead. The lead remains in service. No adverse patient effects were reported. Additional information is received indicating that this lead was explanted. A new lead was replaced. No additional adverse patient effects were reported.